Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier displayed a required maintenance status. Users were unable to authenticate when logged in with their password and receive the error message unable to authenticate. The customer also noted that the facility had experienced intermittent power issues, occurring approximately five times today. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the customer. Then technical support specialist proceeds to close the case.